Manufacturer narrative:
It was reported that the foley catheter was leaking and occluded. The location of the leakage was not identified. Reportedly, irrigation was attempted but was unable to be performed. The foley catheter was reportedly in place for four (4) days prior to the reported product issue. The patient went to a local hospital emergency department (ed) where the foley catheter was reportedly removed and a new foley catheter was inserted. No ed diagnostics, additional medical intervention, hospital admission, or follow-up care was reported to the manufacturer. No impact to the patient's stability or the patient's plan of care was reported to the manufacturer. Reportedly, the foley catheter was discarded after removal and no sample was returned to the manufacturer for evaluation. A root cause could not be determined. Due to the need for medical intervention to insert a new foley catheter, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the foley catheter was leaking and occluded. The foley catheter was removed and a new foley catheter was inserted.